Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that multiple issues had occurred randomly at the station. A technical support specialist (tss) adjusted the maximum transmission unit (mtu) setting to optimize packet transmission and attached knowledge article (station intermittent disconnection due to mtu). The tss reached out to the customer, and their information technology team advised changing the cable to resolve the issue. The system functioned as intended after the technical support specialist assessed the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, had multiple issues occurred randomly at the station. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.